Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k072642.

Event description:
Doctor reported fractured of prosthetic screws at tooth sites 34, 36, 46.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Three certainâ® titanium large hexed screw (3 x ilrght) has been lost in transit/misplaced/lost in-house. Since products have not been received at the pbg site, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot numbers (1248578 and 1242530). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248578 and 1242530) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.